Event description:
It was reported that when using the bd pyxis¿ es server user was unable to pull out a single medication from any of the stations. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to pull medication from all the stations. A technical support specialist (tss) verified whether messages were being received and processed by the cce interface and coordinated with iest/integration engineering as needed. After dialing into the es server and reviewing sql server management studio, the tss ran the queue and processing queries to confirm whether messages were stuck or increasing, indicating a processing issue. The tss then checked the last received message timestamp and reviewed the patient/order examples provided. Since the examples were not found in the es database, the tss examined both the externalmessages table and the messagingservice_debug logs for any related errors. Customer reported that the issue can be closed for now and will reach out again if any problems occur after their it team completes the planned changes. The system functioned as intended after the technical support specialist investigated the issue.